Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary, drug eluting stent. It was reported that the device could not cross the lesion and on the first attempt to cross stent deformation occurred. There was no patient injury reported.

Manufacturer narrative:
Correction: the lesion was located in the circumflex artery. If information is provided in the future, a supplemental report will be issued.